Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the overlay of the device was cracked, however could not confirm the comment that the screen was unresponsive at the top. It was also noted that the paper guide was broken off the printer drawer. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the display screen of the programmer was cracked and unresponsive at the top. The programmer has been returned for repair and a requested test and calibration procedure. It was also requested that all software be updated. No patient complications have been reported as a result of this event.